Event description:
Customer reported a past incident of high blood glucose without knowing the specific cause. The highest recorded level was indicated as "high," but no specific numbers were provided. To address the issue, the customer changed the infusion set and cartridge. Technical support advised the customer to consult their healthcare provider for further evaluation regarding blood glucose levels.